Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a pacemaker replacement procedure. During the procedure, it was noted that the pacemaker had a loose set screw. The pacemaker was explanted and replaced. The patient did not experience any consequences.

Manufacturer narrative:
The reported field event of set screw loose was not confirmed in the laboratory. The device was tested on the bench, and no anomalies were found.